Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a device manufacturer representative (rep) and a healthcare provider (hcp) regarding a patient who was receiving gablofen at an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had an infection that began on (B)(6) 2016. The pump and catheters were removed due to the infection some time in (B)(6). The exact date of the explant was unknown. No diagnostics or troubleshooting was needed and the issue was resolved. The cause of the infection was determined to be (B)(6). The patient was scheduled to have a new pump and catheter implanted on (B)(6) 2016. The patient was noted to be "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.